Manufacturer narrative:
Initial reporter occupation: occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting with the apex against the inferior vena cava (ivc) wall; 6 mm aortic, 7 mm vertebral, and 5 mm small bowel perforation; and calcified thrombosis in the inferior vena cava (ivc). Additional information provided indicated a grade 3 and grade 2 perforation extending to the periphery of the abdominal aorta and calcification within the filter consistent with chronic thrombus. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusion of the ivc, filter or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. There is nothing to suggest that the reported events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting with the apex against the inferior vena cava (ivc) wall; 6 mm aortic, 7 mm vertebral, and 5 mm small bowel perforation; and calcified thrombosis in the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. A second legal brief was received. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to grade 3 and grade 2 perforation extending to the periphery of the abdominal aorta and calcification within the filter consistent with chronic thrombus.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting with the apex against the inferior vena cava (ivc) wall; 6 mm aortic, 7 mm vertebral, and 5 mm small bowel perforation; and calcified thrombosis in the inferior vena cava (ivc). Additional information provided indicated a grade 3 and grade 2 perforation extending to the periphery of the abdominal aorta and calcification within the filter consistent with chronic thrombus. These findings were observed approximately eleven years post implant in the results of a computed tomography (CT) scan. Additionally, nine CT images were provided, depicting a cordis type inferior vena cava (ivc) filter, no additional details could be gleaned from the images. The patient also reported anxiety due to the filter. The indication for the filter implant was a history of recurrent pulmonary embolism, deep vein thrombosis and chronic back pain. The filter was placed via the right femoral vein and deployed under direct vision. A completion venogram showed good placement of the filter without compromise of the renal veins. The patient tolerated the procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Blood clots, clotting and occlusion of the ivc, filter or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Complete perforation of the ivc wall by the filter struts may impact abutting organs. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of recurrent pulmonary thromboembolism, deep venous thrombosis (dvt) and chronic back pain. The filter was placed via the right femoral vein and deployed under direct vision. A completion venogram showed good placement of the filter without compromise of the renal veins. The patient tolerated the procedure well. According to the medical record a computed tomography (CT) scan was performed approximately eleven years post implant to check the filter placement. Results of the scan noted caval perforation, a 5mm strut extending to the periphery of the aorta and 6.2mm. The filter was noted to be tilted and there were calcifications present, consistent with chronic thrombus. Nine CT images were also provided, depicting a cordis type inferior vena cava (ivc) filter. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs and calcifications. The patient became aware of the reported events approximately eleven years after the index procedure. The patient also reported experiencing worry and anxiety related to the filter.